Event description:
The sales rep reported that the calibrator would not hold the blood parameter modules. No other details regarding the nature of this event were provided. There were no reported adverse consequences to a pt as a result of this event.

Manufacturer narrative:
Device eval anticipated, but not yet begun.